Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Returned to manufacturer on: used date of repair in attachments. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 gave erroneous coagulation results. No report of medical intervention or serious injury.